Manufacturer narrative:
A1: patient information not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that through medwatch report mw5162969 received 17dec2024 that the patient had low flows in the setting of small lvidd (left ventricular internal dimension in diastole), supraventricular tachycardia, ventricular tachycardia, and pulmonary hypertension on sildenafil. The patient developed acute onset left sided facial droop and left sided hemiparesis on (B)(6)2024 and a code stroke was called. Patient's symptoms resolved upon examination. Head CT (computed tomography) showed no acute infarct but rather multiple small chronic infarcts similar to the prior MRI (magnetic resonance imaging). The patient developed left sided facial droop and left upper extremity weakness on (B)(6)2024 in the morning. Head CT showed evolving left occipital ischemic infarct. Tee (transesophageal echocardiogram) on (B)(6) 2024 showed thrombus in the inflow cannula and patient went for explantation of device on (B)(6) to va -ECMO (venoarterial extracorporeal membrane oxygenation) support. Evaluation of device by abbott confirmed thrombosis.

Manufacturer narrative:
This event is supplemental, and the investigation findings will be submitted under manufacturer reference number # 2916596-2024-04760.